Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that during a cardiac ablation procedure, the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was found to be damaged. When the sheath was inserted into the cardiac cavity, a few drops of blood were leaking through the hemostatic valve. Patient¿s hemodynamics was not compromised due to the issue experienced. No interventions were required to stop the backflow blood. No air entered the patient¿s body. The sheath was replaced, and the issue was resolved. Case could be successfully completed. No patient consequences were reported. With the available information, this won¿t be considered a patient event but a product malfunction for ¿hemostatic valve separation¿ as it is most likely the backflow blood occurred due to a malfunctioning/dislodged valve. Hemostatic valve dislodgement is MDR-reportable.

Manufacturer narrative:
On 2/18/2021, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. Summary: it was reported that during a cardiac ablation procedure, the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was found to be damaged. When the sheath was inserted into the cardiac cavity, a few drops of blood were leaking through the hemostatic valve. Patient¿s hemodynamics was not compromised due to the issue experienced. No interventions were required to stop the backflow blood. No air entered the patient¿s body. The sheath was replaced, and the issue was resolved. Case could be successfully completed. No patient consequences were reported. Device evaluation details: a visual inspection was performed and it was found that the hemostatic valve in normal good conditions, no issues were found with the hemostatic valve. A manufacturing record evaluation was performed for the finished device 00001273 number, and no internal action elated to the complaint was found during the review. The customer complaint was not confirmed. The device was working correctly. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).